Manufacturer narrative:
On 04/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/13/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy occurred post-incision, they had taken their spin, cut skin and were ready to place their screws. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine posterior lumbar fusion procedure, the surgeon alleged an inaccuracy when using a percutaneous pin. No specific measurement, or direction, of the alleged inaccuracy was provided. The accuracy was identical for both the pack needle passive planer blunt. The medtronic representative noted that the reference frame did not move. The surgeon verified accuracy on anatomical landmarks, however, deemed being inaccurate and opted to abandon use of the navigation system and the imaging system. Surgeon was not comfortable with navigation technology for minimally invasive procedures. Delay in therapy was less than one hour. There was no impact on patient outcome.